Event description:
As reported during a rectopexy procedure on (B)(6) 2020, while fixating a non-bard/davol (timesh) mesh to the sacral promontory using a capsure straight fixation device, the fasteners tore the mesh. The fasteners were left in place and the mesh was fixed using sutures. There was no reported patient injury. Addendum: as reported, the bard/davol capsure straight fixation device was inserted through a 12mm size trocar; immediately after the first tacker was deployed, the mesh tear was identified. Three fasteners were deployed successfully. As reported, no counter pressure was applied to the distal end of the device using contra-lateral hand. The operator is an experienced user of the capsure device.

Manufacturer narrative:
As reported, it is alleged that the capsure straight fasteners tore a non-bard/davol mesh. The subject device is being returned for evaluation; however, at this time has not been received. Based on the available information, no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot. Addendum: this is addendum to the initial MDR submitted. This supplemental MDR is submitted to document the result of sample evaluation. The subject device was returned for evaluation. During the sample evaluation, ten (10) fasteners were deployed successfully without issue. No manufacturing anomalies were found. The sample was found to function as intended during simulated use testing and did not result in the mesh tearing. Based on the sample evaluation the reported event could not be reproduced. The most likely root cause is the event occurring during user/device interface. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, it is alleged that the capsure straight fasteners tore a non-bard/davol mesh. The subject device is being returned for evaluation; however, at this time has not been received. Based on the available information, no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot. If/when sample is received and evaluated, a supplemental MDR will be submitted.

Event description:
As reported during a rectopexy procedure on (B)(6) 2020, while fixating a non-bard/davol (timesh) mesh to the sacral promontory using a capsure straight fixation device, the fasteners tore the mesh. The fasteners were left in place and the mesh was fixed using sutures. There was no reported patient injury.